Event description:
It was reported that the patient presented remotely via merlin.net transmission. Analysis of the transmission showed that right ventricular (rv) lead exhibited noise oversensing leading to pacing inhibition. The rv lead was capped and replaced on (B)(6)2022. The patient was stable throughout the procedure.

Event description:
New information noted that the right ventricular (rv) lead exhibited extracardiac stimulation causing discomfort to the patient.